Event description:
It was reported that the balloon rupture occurred. The target lesion was located in the common iliac and common femoral vein. Following deployment of a wallstent, a 16-6/5.8/75 xxl balloon catheter was advanced for post-dilation. However, during inflation, the balloon was ruptured. The device was completely removed intact. The procedure was completed with another xxl balloon. No patient complications were reported and the patient's status was fine.